Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d9/h3 - device available for evaluation updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) with moderate calcification, moderate tortuosity and 80% stenosis. The ht balance middleweight universal ii guide wire met resistance during advancement with the guide catheter but was placed. The xience sierra stent delivery system (sds) was attempted to be advanced though the guide wire; however, the wire was not felt with enough support; therefore, the sds was pulled when the wire was noted separated in two pieces, one remained inside the guiding catheter and the other with the stent delivery system. Another bmw wire was used to complete the procedure. There was no adverse patient effect and there was no significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H2 correction: updated the device identification fields to align with the information in the corresponding fields in gudid.